Manufacturer narrative:
H4: the lot was manufactured from august 16, 2022 - august 17, 2022. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was found to be within product specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. The pharmacist observed delivery stop 24 hours after the medication started. The pharmacist removed the infusor and confirmed the flow. The device was connected to the patient, however after 46 hours half of the drug remained in the bladder. This was discovered during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.